Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2017-04549. It was reported during a procedure to replace the patient's ipg (reference MFR. Report#: 1627487-2017-00881), diagnostic testing revealed high impedance readings on both of the patient's leads. Therefore, the extensions were disconnected and the leads were tested and no anomalies were found. As such, the extensions were explanted and replaced with new ones. Effective stimulation was restored following the procedure and the issue is resolved.